Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with sinus pauses. The right ventricular (rv) lead was founded to have been previously removed from the device with a pin plug in the ventricular port. There was no record of when this procedure occurred to remove the lead from the device. The lead was explanted. No patient complications have been reported as a result of this event.